Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger.

Event description:
The patient reported that it is taking them too long to charge their device. They stated that for the past two weeks they have only been getting 1-2 coupling bars while trying to recharge. A replacement antenna was sent. On (B)(6) 2016, the patient reported having difficulty recharging again; the replacement antenna did not resolve the issue. Recharging best practices were reviewed at the time of the report. The patient noted that they are getting a reposition antenna screen and poor coupling screen. The patient mentioned that they are able to communicate with their implantable neurostimulator using another external device. The patient was to follow up with their healthcare provider. No patient symptoms were reported. Indication for use is unknown. Additional information was received from the consumer on (B)(6) 2016. It was reported that the patient was sent another antenna, but had the same result. The patient met with a manufacture representative (rep) but the rep did not have a solution for the issue. It was noted that the patient was having the implanted device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.